Manufacturer narrative:
Information references the main component of the system. Other relevant device are: etlw1620c93e, sn (B)(4) and etlw1616c93e, sn (B)(4). A 24-off-label, unapproved or contraindicated use (aortic neck angulation). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 5.3 cm in diameter contained ruptured abdominal aortic aneurysm and penetrating aortic ulcer. The aorta was highly tortuous. The proximal aortic neck measured 32 mm in diameter to 29 mm in diameter and had an area of infolding. The right common iliac artery measured 13 mm to 13.5 mm to 17 mm in diameter moving distally. The left common iliac artery measured 13 mm to 12 mm to 13.5 mm in diameter moving distally. It was reported that the day after the index procedure the patient expired. Per the physician the cause of the death was unknown and the physician requested an autopsy but the family declined. No further information is available. No additional clinical sequelae were reported.

Manufacturer narrative:
Other relevant device(s) are: expiration date: 2018-09-12, (B)(4); expiration date: 2018-07-18, (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation results are: the exact cause of patient death a day after the implant procedure could not be conclusively determined from the pre-implant cta's provided. The films at implant were not provided. Patient's pre-existing condition, contained ruptured aaa or penetrating aortic ulcer may have contributed.